Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 23mm valve, implanted in aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The valve was replaced with a 23mm 9755rsl transcatheter valve. The patient was sent to recovery in a stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (device code). H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with an unknown 23mm magna ease valve, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 12 years due to severe symptomatic stenosis. The tavr procedure was successfully performed with a 23mm 9755rsl valve. The patient was sent to recovery in a stable condition. Hospital pre-op echo: severe aortic stenosis, peak velocity of 4.1 mis, mean gradient of 33mmhg, aortic valve area of 0.79 cm2, and low normal lvef 50%.